Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for ketoacidosis. The first event occurred on (B)(6) 2017. The patient's blood glucose result was in the "high 300's mg/dl" on her aviva combo meter. The patient had symptoms of excessive thirst, nausea, and vomiting. The patient was giving herself boluses through her infusion device, but the blood glucose levels remained high. The patient's husband drove her to the hospital where she was admitted. The blood glucose result at the hospital was "over 400 mg/dl". The patient was treated with saline and insulin via IV. At the hospital, she developed a cardiac arrhythmia due to the ketoacidosis. She was given a metoprolol drip and was also put on a portable telemetry monitor to monitor her heart. The patient was hospitalized for 3 days. The second event occurred on (B)(6) 2017. The patient's blood glucose result was in the "high 300's mg/dl" on her aviva combo meter. A couple of hours later, the patient's husband drove her to the hospital. The blood glucose result was 383 mg/dl on the hospital's meter. The patient was treated with insulin via IV. It is unknown how long the patient was in the emergency room, but she was not admitted into the hospital. The infusion device was requested to be returned for product evaluation.